Manufacturer narrative:
The device was explanted for medical reasons. The device passed functional tests performed. This is the final report.

Event description:
In 2005, the co was notified that the pt's device was explanted due to an infection (etiology unk).